Manufacturer narrative:
The described products are intended for human medical use only. The mars 2 operating table in conjunction with the tabletop sections and accessories offered and sold by trumpf medical is intended for the following uses: patient positioning during surgery, ranging from anaesthesia induction through actual surgery to recovery from anaesthesia. Patient transportation on the operating tabletop, from a patient transfer system to the operating theatre or from the operating theatre to a patient transfer system. During the investigation a test was performed. The result was that it failed the tests. The cause of the issue is a defective namur sensor. The problem was resolved by replacing the sensor. According to the table's history, the sensor itself had not been replaced before and had therefore been in use for 12 years. Component failure due to hardware defect. A replacement operating table mars was sent to the customer. Based on this information, no further actions are required at this time. Although there was no reported injury with this event, if the report of surgical table being stuck in upright position were to recur, it could potentially cause serious injury or death. Therefore, baxter is reporting this event.

Event description:
Baxter received a report stating that operating table mars 2.08 back section was stuck in the upright position. Customer stated motor sound like it was turning but nothing was engaging. No harm or significant impact to the surgical procedure was reported.

Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.

Event description:
Baxter received a report stating that operating table mars 2.08 back section was stuck in the upright position. Customer stated motor sound like it was turning but nothing was engaging. No harm or significant impact to the surgical procedure was reported.